Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. External and internal visual inspection revealed no issues. Electrical testing and functional testing was perfumed and revealed no issues. The cycler remote toolbox (crt) software was used to diagnose the pneumatic pressure system. No problems were encountered and all pressures were stable and correct. Cycled the power off and on and performed three priming sequences. No problems were encountered during these priming sequences. A short test therapy was performed and was completed with no issues encountered. Electrical testing was performed and passed. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (b)(60 2014 22:35:51. During night drain cycle five, the patient's ultrafiltration reading was 1274ml, indicating the home patient (hp) drained 1274ml more than their maximum programmed fill volume of 2000ml. No additional information is available.